Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel which resulted in clogging. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, gastrointestinal videoscope exhibited poor air/water supply. The device was returned, and an evaluation revealed clogging of the nozzle with foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. It was possible that the endoscope was used in a case with foreign material attached to it. It was unknown if there was any delay to start of pre-cleaning and if the water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It was unknown if endoscope was submerged in cleaning solution and if air/water nozzle was brushed with a gauze, brush, or sponge. It was also unknown if liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of forceps elevator lever, up/down knob cannot be locked securely. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Connecting tube had a dent and discoloration. Universal cord had a wrinkle. Control unit had discoloration. Suction cylinder was shaved. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue happened during a gastric and duodenal fiberoscopy. There was no delay in procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.